Manufacturer narrative:
The customer was unable to provide any information regarding the alleged event related to the patient injury.

Event description:
It was reported that there was an ambulance accident, and a patient on the cot during the accident sustained head injuries. The extent of those injuries are unknown. Attempts are being made to contact user facility for further information.

Manufacturer narrative:
The serial number of the unit involved was not provided.

Event description:
It was reported that there was an ambulance accident, and a patient on the cot during the accident sustained head injuries. The extent of those injuries are unknown. Attempts are being made to contact user facility for further information.